Event description:
During a clinic follow-up, episodes of post-paced t wave oversensing (pptwos) were suspected by the physician and the device was reprogrammed. However, technical support was then contacted and confirmed that pptwos was not observed, and instead episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No further intervention has been performed at this time to address the noise resulting in oversensing. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.